Manufacturer narrative:
The implant duration is only known as "10 or more years". H11: additional manufacturer narrative: this report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 25 mm magna valve implanted in the aortic position, underwent a valve-in-valve procedure, after an implant duration of ten (10) years or more due to heavy calcification, which led into severe stenosis. The patient presented with dyspnea and fatigue before the reintervention. A transcatheter valve was successfully implanted within the edwards surgical valve after a balloon valvuloplasty performed. However, the patient experienced dilating tamponade and a drop in the blood pressure, and after changing to sternotomy, the surgeons found a mitral annular disjunction, probably caused by calcium outside the surgical valve. The patient unfortunately passed away.

Event description:
Edwards received notification that this patient with a 25mm magna valve implanted in the mitral position, underwent a valve-in-valve procedure, after an implant duration of ten (10) years or more due to heavy calcification, which led into severe stenosis. The patient presented with dyspnea and fatigue before the reintervention. A transcatheter valve was successfully implanted within the edwards surgical valve after a balloon valvuloplasty performed. However, the patient experienced dilating tamponade and a drop in the blood pressure, and after changing to sternotomy, the surgeons found a mitral annular disjunction, probably caused by calcium outside the surgical valve. The patient unfortunately passed away.

Manufacturer narrative:
Corrected b5: updated implant position from aortic to mitral.